Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. A remote monitoring transmission indicated that the patient had a episode that exhausted all therapies which triggered the alert. Further review of the transmission indicated that the patient had received inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia episode that was detected as a ventricular tachycardia. After the atp was delivered, the rate was noted to slow down. The device remains in use. No patient complications have been reported as a result of this event.